Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: unknown when irritation/reaction started. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device is not expected to be returned for manufacturer review/investigation. The reported event required medical/surgical intervention to preclude permanent damage to a body structure for major reaction on both sides requiring debridement and washout as well as removal of implant. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: march 3, 2014, expiry date: 01.03.2016, 710.067s lot. 9003689. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in country as follows: it was reported that they were informed by a surgeon, that one of his patients who have used chronos inject bone void filler was having infection and tissue irritations. Female patient born (B)(6) 2007 suffer from blount's disease. They carried out bilateral corrective osteotomy with fixation and using chronos as void filler bone substitute. Unfortunately, the patient had major reaction on both sides requiring debridement and washout as well as removal of implant. We also did not get the required result due to this failure and patient is requiring another osteotomy in the future. This complaint involves two parts. This report is 2 of 2 for (B)(4).